Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level reaching 79 mg/dl resulting in a seizure. As a result of the seizure, the customer bit their tongue and cheek. The customer also experienced a fall during the seizure. Suspected cause of low bg was not known. Customer consumed juice boxes, sugar and was treated with glycogen injections to address the adverse event.